Event description:
The patients explanted generator and lead were returned and underwent product analysis. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.992 volts, and the memory locations on the generator indicated that 43.819% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead analysis was completed and approved. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. An open abrasion that resulted in a portion of one of the lead¿s coils being exposed was noted on the lead body. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities or short circuit conditions were identified. Other than the condition mentioned above, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure.

Event description:
A physician reported that a patient had passed away while a company representative was following up on the patient. The cause of death was not provided. The patient's device was not removed after the patient's passing as he was buried with it. A review of the manufacturing record for the implanted device confirmed it passed all quality inspections prior to release for distribution. No further relevant information has been received to date.